Event description:
It was reported to st. Jude medical that the patient presented for a routine definet study whereupon interrogation, an extended charge time was observed along with a battery voltage of 2.7v. The decision was made to explant the device.